Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak in the system. A new ipp was implanted. There were no further patient complications. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Malfunction was caused by leak in the tubing at the pump connection. Replacement of pump only.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Fluid loss was reported. The ams700 momentary squeeze pump was visually inspected. There was a leak in one cylinder pump krt at the strain relief junction due to fatigue. Fluid loss was confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak in the system. A new ipp was implanted. There were no further patient complications. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Malfunction was caused by leak in the tubing at the pump connection. Replacement of pump only.